Event description:
The medical surveillance specialist (mss) spoke with the reporter (pt's caregiver) on december 8, 2009, to obtain/verify the following info: the reporter contacted lifescan (lfs) customer service in 2009, alleging that the lay user/pt's one touch ultra2 meter readings were inaccurate. The reported issue first occurred the day prior to contact, morning (unspecified time). The pt reportedly obtained blood glucose results of "401, 431, and 270 mg/dl" on the subject meter the same day, which she felt were inaccurate since the pt usually does not go over 250 mg/dl. The reporter was unable to provide the specific times of the results, but indicated that the results were obtained greater than 20 minutes apart, which exceeds lifescan's precision criteria (<=20 minutes). The pt reportedly took 40 units of lantus at 10 o'clock the same morning, which was his usual routine. Later the same afternoon, the pt obtained a "431 mg/dl", so the reporter gave the pt about 4-5 units of novolin r based on the pt's sliding scale. The reporter claimed that approximately 1-1.5 hours after taking the novolin r insulin, the pt became clammy, sweaty, and almost passed out. The reporter treated the pt with soda and cake. No other forms. According to the troubleshooting performed with customer service, the correct steps were used, but the reporter did not have any test strips to perform a control solution test with the csr. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly became hypoglycemic after taking insulin based on an alleged inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.